Manufacturer narrative:
According to the complainant the device is not being returned for investigation. The patient reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 600 mg/dl. The patient reported being unsure if the cannula was properly seated while wearing it on unknown location. For treatment, the patient changed out the pod and gave correction bolus.